Event description:
This is the fourth of six reports (same user facility, same product ID, different pts). It was reported that the user facility has 6 pena stimulator probes that the physician has been unable to use. The copper cabling inside the insulated sheath was black and oxidized. It was believed by the use facility that this was the reason the pena stimulator probes did not work properly. The cable failed to make electrical contact with the prongs as the copper wire strands were oxidized and damaged. This started at the soldered junction with the banana plug shaft and worked its way proximally towards the probe. It was stated that it must be related to the oxidation/chemical attack during the sterilization process, with the agent seeping through the plug and between the copper strands and the cable insulation sleeve. There were 2 probes from (B)(6) 2012 (exact date could not be provided) and 4 probes from the (B)(6) 2012 that had this problem. It was reported that the physician cut into one of the probes and stated that the copper cabling was black again. The probes all came into contact with pts. The pts were already anaesthetized when the probe was tried on them. It was reported that all of the pts were under the age of 2 and they were used for anal rectal malformation. There have been no resultant injuries to any of the pts. No other pt info provided. The event did lead to an inconvenience and an increase of surgery time of about 20 minutes or so until new probes were located, tried, and found to have worked.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for eval. An investigation has been initiated based upon the reported info.